Manufacturer narrative:
D4 & h4: UDI and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that station time was not on synchronized. A technical support specialist remoted into both the server and the station using remote support service, found that the station was on critical override and the time was not synchronized with the server, adjusted the time with the server and resolved the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, station time was not on synchronized with the server. Customer tried to reboot and recover, but the issue persisted. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. However, there were no adverse events or injuries reported based on this event.